Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ldhi2 lactate dehydrogenase acc. To ifcc ver.2 on a cobas 8000 c 502 module. The sample initially resulted in a ldh value of 640 u/l and this value was reported outside of the laboratory. The value did not agree with the patient's medical history, so the sample was requested to be repeated. The sample was repeated, resulting in a value of 399 u/l. Further repeats of the sample were performed and values were approximately 300 u/l. The c502 analyzer serial number was (B)(4).

Manufacturer narrative:
Additional discrepant results provided by the customer are as follows: on (B)(6) 2021: sample ID (B)(6) had an initial result of 510 u/l. The repeated result on another c502 was 375 u/l. The second repeated result was 383 u/l. Sample ID (B)(6) had an initial result of 548 u/l. The repeated result was 386 u/l. The second repeated result on another c502 was 276 u/l. The third repeated result on another c502 was 285 u/l. The fourth repeated result on another c502 was 232 u/l. The fifth repeated result on another c502 was 266 u/l. The sixth repeated result was 548 u/l. The seventh repeated result was 236 u/l. The eighth repeated result was 548 u/l. The ninth repeated result was 251 u/l. The tenth repeated result on another c502 was 232 u/l. The eleventh repeated result on another c502 was 243 u/l. Sample ID (B)(6) had an initial result of 449 u/l. The repeated result was 358 u/l. The second repeated result on another c502 was 317 u/l. The third repeated result on another c502 was 351 u/l. The fourth repeated result was 449 u/l. The fifth repeated result was 330 u/l. The sixth repeated result was 449 u/l. The seventh repeated result was 362 u/l. The eighth repeated result on another c502 was 317 u/l. The ninth repeated result on another c502 was 310 u/l. On (B)(6) 2021: sample ID (B)(6) had an initial result of 261 u/l. The repeated result was 194 u/l. The second repeated result was 203 u/l. The third repeated result was 191 u/l. On (B)(6) 2021: sample ID (B)(6) had an initial result of 403 u/l. The repeated result was 213 u/l. On (B)(6) 2021: sample ID (B)(6) had an initial result of 135 u/l. The repeated result was 210 u/l. The second repeated result on another c502 was 138 u/l. The third repeated result on another c502 was 141 u/l. Sample ID (B)(6) had an initial result of 322 u/l. The repeated result was 232 u/l. The second repeated result on another c502 was 224 u/l. The third repeated result on another c502 was 225 u/l. On (B)(6) 2021: sample ID (B)(6) had an initial result of 354 u/l. The repeated result was 295u/l. The second repeated result on another c502 was 260 u/l. The third repeated result on another c502 was 265 u/l. On (B)(6) 2021: sample ID (B)(6) had an initial result of 287 u/l. The repeated result was 239 u/l. The second repeated result on another c502 was 215 u/l. The third repeated result on another c502 was 218 u/l. On (B)(6) 2021: sample ID (B)(6) had an initial result of 504 u/l. The repeated result was 362 u/l. The second repeated result on another c502 was 395 u/l. The third repeated result on another c502 was 383 u/l. Sample ID (B)(6) had an initial result of 296 u/l. The repeated result was 216 u/l. The second repeated result on another c502 was 202 u/l. The third repeated result on another c502 was 199 u/l. Sample ID (B)(6) had an initial result of 285 u/l. The repeated result was 174 u/l. The second repeated result on another c502 was 170 u/l. The third repeated result on another c502 was 192 u/l. On (B)(6) 2021: sample ID (B)(6) had an initial result of 262 u/l. The repeated result was 195 u/l. The second repeated result on another c502 was 211 u/l. The third repeated result on another c502 was 210 u/l. On (B)(6) 2021: sample ID (B)(6) had an initial result of 300 u/l. The repeated result was 239 u/l. The second repeated result was 225 u/l. The third repeated result was 213 u/l. After re-centrifugation: the fourth repeated result was 300 u/l. The fifth repeated result was 254 u/l. The sixth repeated result on another c502 was 235 u/l. The seventh repeated result on another c502 was 239 u/l. Sample ID (B)(6) had an initial result of 220 u/l. The repeated result was 152 u/l. The second repeated result on another c502 was 158 u/l. The third repeated result on another c502 was 151 u/l. After re-centrifugation: the fourth repeated result was 220 u/l. The fifth repeated result was 212 u/l. The investigation found the customer is using heparin plasma tubes without the recommended predilution application or transferring the plasma to a secondary cup, which minimizes errors in samples containing cell aggregates. The investigation determined the event was consistent with pre-analytical handling issues at the customer site.